Manufacturer narrative:
It was found that the customer only allows samples to clot for 10 minutes prior to centrifugation, which is too short according to the manufacturer. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable results for elecsys troponin t hs assay for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 127 ng/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 8.59 ng/l. A new sample was collected and the troponin result was 8.11 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 02-may-2023. The qc recovery data provided was acceptable. The alarm trace showed 6 sample clot detection alarms. The investigation is ongoing.